Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance trend on the atrial pacing lead was variable. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2012 and (B)(6) 2014. Maximum atrial pace impedance varies between 76 ohm and 4047 ohms throughout the record. Concomitant medical products: a 6944 implantable tachy lead: (B)(6) 2011. A 4196 implantable pacing lead: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had high and varying impedance. A lead fracture was suspected. A lead revision was done with no signals measured on the atrial lead. The lead was capped, left in the patient and a new lead was implanted. It was further reported that the right ventricular (rv) lead had high impedance. A lead revision was done with the rv lead measuring normal capture and sensing. The rv lead was left in use with no change. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had high and varying impedance. A lead revision was done with no signals measured on the atrial lead. The lead was capped, left in the patient and a new lead was implanted. It was further reported that the right ventricular (rv) lead had high impedance. A lead revision was done with the rv lead measuring normal capture and sensing. The rv lead was left in use with no change. No patient complications have been reported as a result of this event.